Manufacturer narrative:
Weight:unknown, ethinicty:unknown, race:unknown. Date of event:unknown. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens -9.5/+2.5/093 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged with a same length different axis lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: b3- date of event- (B)(6) 2021. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3-date of event: 03-dec-2021. Claim# (B)(4).